Event description:
It was reported that balloon deflation failure occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A stingray lp catheter was selected for use and inflated. During deflation it was observed the failed to fully deflate. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the balloon could not be seen sufficiently when inflation was performed with the contrast since air remained in the balloon.

Event description:
It was reported that balloon deflation failure occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A stingray lp catheter was selected for use and inflated. During deflation it was observed the failed to fully deflate. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the balloon could not be seen sufficiently when inflation was performed with the contrast since air remained in the balloon.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, tip, and balloon were microscopically and visually examined. When received there was contrast and blood present in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded and not inflated when received. Inspection of the device revealed that there was balloon material protruding up from the balloon body at the end of the distal markerband. Functional testing was performed by attaching an inflation device filled with water to the device. When pressure was applied water leaked from the balloon where the material was protruding. The balloon was inspected again, and it was found that where the balloon material was pulled up, there was a circumferential tear in the balloon.

Event description:
It was reported that balloon deflation failure occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A stingray lp catheter was selected for use and inflated. During deflation it was observed the failed to fully deflate. The procedure was completed with another of same device. No patient complications were reported.